Event description:
Customer had become very ill, took her blood glucose test on her contour meter and received a reading of 171mg/dl. She called an ambulance. When they arrived they re-tested her blood glucose on a different meter and received a reading of 34mg/dl. Customer was given glucose. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.